Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, abbott point of care (apoc) distributor repair center was contacted by a customer who reported that analyzer sn (B)(4) would not activate. The analyzer was returned for repair and during failure analysis preformed on (B)(6) 2014 a burnt capacitor (c26) was discovered. Apoc has determined that the component failure identified within the analyzer circuitry may lead to the batteries becoming uncomfortably hot to touch in the area of the battery compartment when using a green non-fused battery carrier. Per product action a (B)(4), a red dot fused-battery carrier was released to mitigate the issue. Shipping records indicated the analyzer ((B)(4)) was shipped to the customer on (B)(6) 2013, and per process was shipped with a red fused-battery carrier; however the customer stated they were utilizing a green carrier in the unit. Based on the information available there were no patient or user related injuries associated with this complaint.